Manufacturer narrative:
UDI: (01)10886705028610(21)2002ce0691. Investigation summary: the complaint device was received at the service center and evaluated. It was reported that the coupler appears to be foggy and the grasping mechanism worn. Per service reports, this complaint cannot be confirmed. During the service evaluation the following defects were identified: visual : cosmetic damage - worn connector/coupler. Damaged grasping mechanism due to quick coupler worn out. Minor scratches on the unit. The defective parts were replaced to resolve the issues. After repair, the device was found to be working according to the specifications. The faulty parts was identified as the root cause for the device failure during the service evaluation. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the sales rep that during a shoulder repair surgery on an unknown date, it was observed that the coupler ac ffl 19 device appeared to be foggy and its grasping mechanism worn. Another like device was used to complete the procedure. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.